Event description:
It was reported to philips that the device was tripping periodically and not charging. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.

Manufacturer narrative:
Reporting address postal: (B)(6). The field service engineer (fse) evaluated the device. The fse checked power to defibrillator, ran operational check. The device was fine with no red x error. The device was checked and found to have no problems. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.